Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was reprogrammed twice, but the next day it doesn't work, it vibrates." The patient reported that "even if they charge it doesn't work, it doesn't vibrate, but when they are charging it will vibrate, but when they finish charging it doesn¿t work. The patient stated that normally they have to get into different body positions to work ,but it won't do that, it won't work. The patient confirmed that by vibrate they meant stimulation. The patient was forwarded to their healthcare provider (hcp) to address the vibration issue. No further complications were reported or anticipated.